Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after delivering seven applications in the left superior pulmonary vein, the patient's blood pressure dropped and st elevation was observed. The physician suspected a coronary spasm and quickly removed the loop catheter. Nitroglycerine was immediately administered. The interventional cardiologist arrived and contrast was pushed, which showed no further indication of coronary spasm. The nitroglycerine resolved the st elevation and spasmic response, and no additional dosage was required. The loop catheter was reinserted and pulmonary vein isolation was successfully completed. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.